Event description:
The surgeon performed two abc cases on in 2002 and used two pins per case (four total). The surgeon reported when he went to mount the fj833r's, three of the (fj833r's) tips bent up; however, they remained attached to the pin. The fourth (fj833r) tip bent up onto itself. The tip broke away from the pin and fell in the body. Suction was used to retrieve the piece. The four fixation pins along with the broken tip were disgarded by the surgeon.